Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose reading was 40 mg/dl. Another blood glucose reported by customer was 125 mg/dl. Customer stated that the insulin pump showed 40 but when verified with meter they were at 130 mg/dl. Customer reported the insulin delivery was suspended due to sensor glucose and blood glucose values. The sensor glucose value was 310 mg/dl and blood glucose value was 40 mg/dl. The insulin pump will not be returned for analysis.